Manufacturer narrative:
H6: investigation summary: customer returned (1) open 8mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported when using the unspecified bd¿ pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported by the distributor the needle was bent. Verbatim: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd¿ pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported by the distributor the needle was bent. Verbatim: needle blocked.